Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported the surgery was scheduled for (B)(6) 2015.

Event description:
It was reported that the catheter broke apart. A new spinal segment was inserted and the spinal segment remained in the intrathecal space. The patient contacted the refilling healthcare professional (hcp) that he was having surgery ¿on 2015-(B)(6)¿ to repair the syrinx and to remove the spinal catheter segment, which had migrated to the brainstem. The pump was used to infuse baclofen. The patient was currently alive with no injury but the intervention was planned for the future and no outcome was reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.